Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had storage space recovery failures a field service engineer (fse) pulled away from the wall from the station and removed the back panel and checked controller board light emitting diodes (leds) after powering down the machine, the fse disconnected the bus cable, removed the back of the drawer, and disconnected all connections from the drawer controller board. The drawer controller board was replaced, and the drawer was reassembled. The fse reconnected the bus cable, powered up the station, and reattached the back panel. After obtaining the station password, the fse logged into cfn (care fusion network) admin, conducted drawer and cubie pocket tests, then ejected and reseated all cubie pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the half-height drawer 4.2 on main cabinet was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the half-height drawer 4.2 on main cabinet was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.